Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap cholecystectomy. According to the reporter: the trocar tip broke when inflating the balloon. The balloon broke, however, nothing fell into the patient cavity. There was no extension in the or time. The surgeon replaced the device with similar trocar to complete the case.